Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins). It was reported the ins was being shipped out from the (B)(6) medical center because it was defective. It was unknown if the patient had been implanted with this device before it was determined to be defective. No patient symptoms or further complications were reported as a result of this event.